Event description:
Caller reported that the t: slim x2 pump battery would not charge. Despite trying various solutions, such as changing the wall adapter and charging cable, the issue persisted with intermittent connection problems. There was no adverse impact to the customer's blood glucose level. The resolution involved a replacement pump being sent to the caller by cts, and instructions were provided for returning the faulty pump to avoid additional charges. The caller was advised on setting up their replacement pump, including programming settings and connecting their cgm.